Event description:
On november 19, 2025, a sales representative reported via phone that two ar-1588rt-2j tightropes failed during an acl reconstruction procedure. The first tightrope¿s knotless mechanism broke while tensioning, causing the graft to loosen and requiring its removal. After completing tensioning with the second tightrope, the surgical team heard a ¿pop¿ when the leg was extended; upon inspection, the tension tail was found to be loose. All fragments were successfully retrieved from the patient. The incident delayed the procedure by approximately one hour, necessitating additional anesthesia. The surgery was completed using a third ar-1588rt-2j tightrope, and the patient experienced no adverse effects.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user-related: the locking mechanism or tension tail was not fully set, secured, or verified before moving the joint.